Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was slow to open the analyzer feature when being used during a procedure. Each time an attempt was made to use the analyzer, an hour glass would appear, and use of the analyzer was abandoned. The caller was advised to delete health information and place the programmer in hibernation, and after these operations were performed, the programmer was restored to service. No additional patient complications have been reported as a result of this event.